Event description:
It was reported that the patient had a disconnection of the line from the heater bag during automated peritoneal dialysis (apd) therapy. This occurred while the patient was connected to the setup for therapy. The technical service representative (tsr) explained that the setup has been compromised and assisted with ending the therapy. The tsr advised the patient to start over with new supplies. The patient reported that when they were connecting the line to the heater bag, the connection was at first loose. They were able to tighten the connection and began therapy after that. During the fill cycle, the connection came undone. The patient then reconnected the line to the heater bag and called the tsr following the reconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. It was also reported that the patient had reconnected a previously disconnected line to a heater bag. ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device instructs the user that if a bag becomes disconnected during the therapy, the users are to follow the end therapy early procedure. The users are not instructed to disconnect the bags and are warned not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns that a possible contamination of the fluid pathway can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.